Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "intracapsular rupture" and "squishy lump" confirmed via MRI, ultrasound and mammogram and "implant exchange from textured to smooth". This record is for the right side. The device remains implanted.